Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved lot # was unknown. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. H4: device manufacture date: unknown, as the involved lot # was unknown. The actual sample was evaluated by tc, and reference photos were received. The proximal hub is attached to the surplug ad extension tube. The proximal end and the distal end of the catheter are raggedly cut and pinched. The proximal hub approximately measures 0.5mm from the hub tip while the distal tube approximately measures 50mm. A bent tube was also observed on the distal tube. The sample contained blood. The lot number is unknown; an evaluation was not performed. The associates that were tasked to perform specific functions throughout the manufacturing process undergo training and qualification. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly with the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle stickout. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 61% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The ragged and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the catheter was found to be broken after placement during the procedure. Surgical intervention was required to remove the catheter from the blood vessel. The broken portion was successfully retrieved. The event occurred intra-operatively. Additional information was received on 13 aug 2025: it is presumed that the product was inserted in the emergency high care unit (ehcu) and placed in the medial cubital vein of the right upper arm, approximately 4 to 5 cm above the elbow. On the day of removal, the heparin lock line had been secured across the elbow toward the forearm. No infusion had been administered. At approximately 4:00 a.m., a nurse removed the securing tape to discontinue the unused line. The skin at the insertion site appeared to be punctured; however, the nurse was not aware of this at the time, and it remains uncertain. When the nurse prepared an injection pad to cover the site and lightly placed it over the area without applying pressure, they grasped and pulled the plastic portion of the needle and noted an irregularity due to the absence of resistance. Upon inspection of the product, the needle was found to be missing. The nurse did not perceive any snapping sensation, and no bleeding was observed. Additional information was received on 20 aug 2025: terumo corporation evaluation confirmed that the actual sample was broken. The broken catheter measured approximately 0.5 mm from the hub tip and approximately 50 mm from the distal tube. Additional information was received on 21 aug 2025: the salesperson confirmed that the patient had recovered following surgery.